Event description:
Patient underwent repair of ascending aortic dissection and insertion of stryker pain pump into anterior chest. Pain pump removed prior to discharge. Subsequently, patient complained of chest discomfort and protrusion of needle like device from left anterior chest. CT suspicious for retained pain pump catheter. Patient underwent removal of retained foreign body under local anesthetic. Findings: a small portion of the needle introducer had been retained.